Event description:
(B)(6) 2024: it was reported that the down button on the controller no longer functioned. The issue was identified when a patient communicated the malfunction to the manufacturer representative (rep). The resolution involved educating the customer and providing information, with a request for a replacement of the controller. 2024-nov-26: additional information was received from the manufacturer representative (rep). It was reported that the cause of not being able to decrease stimulation was due to a controller issue. No device or ins issue, no procedure issue, etc. The patient had dropped their controller at some point and that may have contributed to the issue. The patient was sent a new controller. The issue was resolved. ***MDR decision corrected too not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their stimulation and the issue began probably about a week ago. Patient stated the button on their controller wouldn't let them turn their stimulation down. During the call patient unlocked the controller and went to the menu screen. Up and down buttons were responsive. Patient went into group a and stimulation was turned on. Patient had one program. Patient was able to increase the stimulation and was at 1.6. Patient couldn't decrease stimulation and patient was usually at 1.4. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed and provided nas phone number.